Manufacturer narrative:
Instrument logs were evaluated as part of the investigation of this complaint. On-site assessment of the operation and function of the instrument was conducted by a leica field svc engineer (fse) on (B)(4) 2011. The fse conducted a number of performance tests which completed satisfactorily. During the process of flushing the wax baths and wax lines, the fse found a small piece of cardboard in wax bath 3. The wax valves were rebuilt, and the result of the instrument performance test subsequently conducted was satisfactory. No error codes were recorded in the instrument software during execution of the two protocols from which sub-optimal processing was identified. Importantly, the "1337" error code, which indicates that a sudden rapid and unexpected drop in the retort wax line temp likely due to a leaking retort wax valve allowing cold reagent into the line causing a formalin contamination of the wax was not recorded. As a consequence, it appears that the foreign material found by the fse had not become lodged in the wax valve, and did not cause or contribute to the sub-optimal tissue processing reported.

Event description:
On (B)(6) 2011, leica microsystems received a complaint regarding sub-optimal processing resulting in both under and over-processed tissue which was identified from two (2) protocols commencing and completing on (B)(6) 2011, using peloris tissue processor serial number (B)(4). The complainant also reported the presence of droplets of formalin in wax bath 4. On (B)(6) 2011, the complainant advised leica microsystems that twenty (20) samples exhibiting sub-optimal tissue processing could not be recovered, and that pt re-biopsy will be required. Leica microsystems has not been advised whether pt re-biopsy has been performed to date.